Event description:
Litigation papers allege: patient suffers from a number of different complaints including hip pain which radiates directly from the hip socket, especially when walking. Patient cannot walk for long periods without having to stop and rest because of the pain. Patient is a pilot and has difficulty getting in and out of automobiles or airplanes. Patient has difficulty sitting for long periods of time on an airliner and difficulty getting up form the sitting position. He has thigh muscle and bone pain above his left knee, particularly when going up and down steps. Patient has a persistent rash on his left hip that looks like measles with red spots under the skin that comes and goes. Patient has incurred costs to attend his medical appointments. Patient is concerned about the possibility of revision surgery in the future health effects of elevated metal ions in his blood. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and fluid build-up.

Event description:
Litigation papers allege: patient suffers from a number of different complaints including hip pain which radiates directly from the hip socket, especially when walking. Patient cannot walk for long periods without having to stop and rest because of the pain. Patient is a pilot and has difficulty getting in and out of automobiles or airplanes. Patient has difficulty sitting for long periods of time on an airliner and difficulty getting up form the sitting position. He has thigh muscle and bone pain above his left knee, particularly when going up and down steps. Patient has a persistent rash on his left hip that looks like measles with red spots under the skin that comes and goes. Patient has incurred costs to attend his medical appointments. Patient is concerned about the possibility of revision surgery in the future health effects of elevated metal ions in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description explant date. Depuy still considers this investigation closed.